Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet and frequently paused insulin delivery; troubleshooting and education were completed, and the device was documented for replacement. Investigation included a review of blood glucose troubleshooting and education steps. Symptoms included shaking, sweating and blurred vision associated with hypoglycemia. Outcomes included the need for oral glucose treatment without hospitalization. It was concluded that the event was user-reported hypoglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.